Event description:
Customer reported he was hospitalized because of low blood glucose of 30 mg/dl. Customer has been experiencing low blood glucose for eleven days. The drive support cap was normal. Customer does not recall any significant events that may have caused the device. Customer was disconnected during prime. Settings on the insulin pump were not correct, reprogrammed the device. Customer was advised to monitor the device and call back if issues persisted. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.